Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service on 28-jun-2021 for a "no video image" that occurred in the united states involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The user responded via email to a customer service good faith effort email request on 28-jun-2021 and stated that the event occurred before the procedure during the pre-inspection check. The customer owned endoscope was received by pentax medical for evaluation on 06-jul-2021. The colonoscope was inspected by pentax medical service under service order (B)(4) and the technician identified "image blckout" as well documenting the following inspection findings on 09-jul-2021: #3 remote control button not working, insertion tube bump at stage 1, passed wet leak test, suction tube resistance, passed dry leak test, #2 remote control button not working, umbilical cable single buckled under pve root bra, #4 remote control button not working, #1 remote control button not working, fluid invasion not observed in control body, fluid invasion not observed in pve connector. The device underwent repairs for the slice in the channel and fluid invasion including the following components: o-rings and seals, insertion flex tube, bending rubber, adjusting collar, angle wire, shield pipe for ccd, signal wire for ccd, pcb for ccd drive pb-free, electrical connector assy, suction channel lg, operation channel, eog valve assy. Model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 28-dec-2016. The endoscope is awaiting repair or approval by final qc as of 26-jul-2021.